Manufacturer narrative:
It was reported that the coating on the guidewire flaked and came off as it was being soaked in heparinized saline. There was no pt involvement. The guidewire is a component within a custom procedural pack. The sample was returned and the issue was confirmed. The guidewire is mfg by acme monaco corp. They have been notified of the incident and the sample was forwarded to them for further review and investigation. The MFR determined the flaking was the result of the coating process and identified three lots to be at risk for potential flaking. They corrected the issue by implementing a change to their coating process. They have been no further issues identified since the coating process change took place. We were requested by the MFR to return our current inventory of this component. On 08/15/2013 we extended this by initiating a recall of this component used in custom packs.

Event description:
The coating flaked and came off of the guidewire as it was being soaked in heparinized saline.